Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, internal leakage, pressure transducer and safety valve test failed and replacement of the expiratory valve coil solved the issue. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may lead to stop of ventilation. The device's logs and the defective part were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory valve coil.

Manufacturer narrative:
The replaced expiratory valve coil was returned to manufacturer for further investigation. A visual inspection of the returned valve coil revealed no abnormalities. The valve coil was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for four days without generating any alarms or errors. After ventilation, several pre-use checks were conducted, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The reported issue could not be reproduced at the manufacturing site; therefore, no definite cause of the reported issue can be established at this moment.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 1193801.